Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and (B)(6) 2009 and mesh and pelivsoft mesh were implanted. Dates not clarified. It was reported that she experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on an unspecified date to treat bladder prolapse with concurrent laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy and vaginal colpopexy. It was also reported that following insertion the patient experienced pain, urinary/bowel problems, infection, bleeding and difficulty during sex. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 02/07/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2015 by dr. (B)(6) at (B)(6) due to erosion of mesh.